Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to oversensing. Oversensing reportedly resulted in pacing inhibition but there was no asystole. Pacing impedance measurements were high and out of range. The associated device remains implanted. No additional adverse patient effects were reported.